Event description:
Customer on the outpatient oncology unit reported experiencing a "squirt" of chemo from the tubing side after the locking plastic blunt cannula is disconnected from pt. The leak is more significant than a drop. They are using 2x2 gauze to catch the fluid. Additional info was received from a carefusion technical consultant during a site visit. The distal end of the primary set is attached to the locking cannula and the locking cannula is attached to split septum port. An IV infusion runs as normal and when the infusion is done the pump is paused or turned off and the nurse may or may not remove the accuslide from the se pump. The nurse disconnects the cannula from the split septum port and chemo squirts out. There was no harm to the pt or staff and no medical intervention required. No further pt or event info was reported.

Manufacturer narrative:
(B)(4). The customer report of a "squirt" of chemo after the cannula is disconnected could not be confirmed. The product was not returned for failure investigation because the device had been discarded by the customer.